Event description:
Caller reports coupling and or communication issues. Caller states patient is getting zero coupling bars. Patient states prior to getting replacement implantable neurostimulator recharger (insr) (due to broken connector pin) the patient was getting coupling boxes shaded. Patient last recharged about a prior to the call ago. Recommended using antenna locate feature. Caller states al assessment results were 52-102. Recommended palpating implantable neurostimulator (ins) pocket to assess depth and position of ins. Manufacturer representative states they can feel ins. It does not feel too deep or tilted. Representative stated the patient had a port for lapband in the area of the ins which they use to tighten the lapband. Recommended trying to recharge ins using different insr to see if charging experience changes. Patient states they have lost about 25lbs but did not report changes in ins pocket. C100. No anomaly. Analysis revealed there was an unconfirmed failure. It was further reported that the coupling issues had been resolved. It was believed that the battery had flipped and was now back to normal.

Manufacturer narrative:
Concomitant product: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).